Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis nurse (pdrn) reported that the patient was admitted to the hospital while traveling. The pdrn reported that the patient had nausea and vomiting. Upon follow up with the pdrn, it is unknown if the patient was in active treatment at the time of the event. The cause of the nausea and vomiting is unknown, however, all cardiac testing was unremarkable. The patient was discharged on an unknown date. The pdrn had no additional information regarding the event.

Manufacturer narrative:
Clinical review: the file was assessed to determine whether a clinical investigation is warranted. During a follow-up call for a liberty select cycler screen issue, the peritoneal dialysis registered nurse (pdrn) reported that this female patient on pd for renal replacement therapy (rrt) was hospitalized on an unknown date for nausea and vomiting while traveling. It is unknown if the patient was in active treatment at the time of the event. The cause of the nausea and vomiting is unknown, however, all cardiac testing was unremarkable. The patient was discharged on an unknown date. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. Additionally, there is no allegation of a device malfunction or deficiency reported for this event. Therefore, the completion of a clinical investigation is not warranted at this time. Should additional information become available related to a fresenius device(s) and/or product(s), the need for a clinical investigation will be reassessed accordingly. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.